Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported low blood glucose (bg) levels that she had during the week. The patient reported bg levels of "58, 70, 63, and 75 mg/dl." During the time of concern, the patient reportedly had symptoms of vision impairments (seeing spots) and feeling dizzy. The patient was able to treat herself by drinking juice. No medical intervention was reported by the patient. The pump's basal rate was set at one rate for 12:00 am at 6.0 u/hr all day. The pump's histories were reviewed. The pump appeared to be operating as programmed. No boluses or priming while attached were noted. The patient admitted to losing some weight due to a new diet. The patient was going to visit her hcp the following day to review the weight program. The pump's time was correct. However, the pump's date was incorrect. The date was corrected by the patient during troubleshooting. According to the patient, the pump's advanced features were reviewed by a hcp over the phone and changes were called in. The patient had reportedly spoken to her health care provider (hcp) and was waiting for a call back to change the basal rate to a lower rate/hour. The patient denied having any new medications. She reported started a "bilevel positive airway pressure" (bipap) treatment that week. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed low bg levels and symptoms that can be associated with severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with the device through troubleshooting. The pump's basal rate was to be lowered per instructions from her hcp.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box starts on (B)(4) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The available black box and history show no errors or alarms related to the complaint. Review of accessible tdd¿s add up correctly and reflect the users programmed basal rate. The pump successfully passed a 29hr flow accuracy test. The display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.